Event description:
Event description guidant received information that this lead that was implanted one week ago perforated the atrium, causing back and chest pain. The caller was unsure if an echocardiogram was performed to verify fluid in the pericardium. The lead was removed and successfully repositioned.